Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the pump did not detect the cartridge during the load cartridge phase. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). Recall status report #2531779-03/24/2010-003-r. The pump was returned and evaluated by product analysis on (B)(6) 2012 with the following findings: review of the black box showed multiple "no cartridge detected" warnings and one zero-force loss of prime warning. During investigation, the load step was performed and the pump failed to recognize the cartridge. The pump was opened and a misaligned u4 component was found on the pcb. The u4 component is an analog multiplexer used in the force sensor circuit. No other damage found to the force sensor circuit. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.